Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is there a way to get the lot number? If so, please provide it. What was used to complete the procedure?another new suture of the same type in relation to needle, what is the approximate location of suture breakage?mid was down the suture. Did the suture separate completely? Yes. What tissue was being approximated or sutured when it broke? Skin during a child circumcision.

Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6) 2021 and suture was used. During the procedure, the thread broke while suturing. While suturing the thread broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/4/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former and a needle-suture piece of product code (B)(4) was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks and body fluids and the end suture was cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.